Event description:
Ultrasound staff reported hearing a "popping sound" coming from one of the ultrasound exam rooms; saw flames coming from the back of an ultrasound machine where the cord plugs into the machine. Staff involved reported that there was about 20 seconds of flames which rapidly extinguished when the machine was unplugged. The company; philips medical; was notified and sent a service representative who removed the machine and replaced all cords on all machines of the same model number. All machines are inspected every 6 months. The machine in question had been inspected on 01/13/2012. Hospital electricians checked all electrical outlets and circuit breakers in the department and found no issues.